Event description:
It was reported the pt was experiencing soreness and discomfort at his ipg site. The pt's ipg pocket site was revised and the pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.